Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: medwatch # (B)(4). Clip applier would not apply clip when engaged. Device malfunction - the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event. Additional information provided by applied medical representative on 19may2025: no patient injury. Patient's status na. Case resolved by opening another clip applier. Patient status: no patient injury. Intervention: opened another clip applier.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy event description: medwatch #(B)(4). Clip applier would not apply clip when engaged. Device malfunction - the device did not do what it was supposed to do. Additional information provided by applied medical representative on 19may2025: no patient injury. Patient's status na. Case resolved by opening another clip applier. Patient status: no patient injury. Intervention: opened another clip applier.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to e2. Health professional and e3 occupation.